Event description:
It was reported that the patient was admitted for septic shock on (B)(6) 2023. Driveline cultures were positive for staphylococcus and corynebacterium. The patient was placed on intravenous (IV) vancomycin. On (B)(6)2023 the patient was found to have presyncope, anemia, and large psoas muscle hematoma. Blood transfusions were not required, and anticoagulation was held. The patient was discharged to rehab on (B)(6)2023 with peripherally inserted central catheter (PICC) line in place. Vancomycin was continued through (B)(6)2023 via infectious disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Per the account, vancomycin (vancocin) was continued through (B)(6) 2023. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available and contains the following information: section 1, ¿introduction,¿ lists potential adverse events, including bleeding, sepsis, and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.